Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-611-4 tibial impactors plastic foot broke. This occurred during a case, the broken piece was retrieved and the case was completed. There was no additional information provided.

Manufacturer narrative:
Additional info: h6. The complaint is confirmed. One unpackaged ar-611-4 batch number 052047, was received for investigation. Visual evaluation found that the impactor head was broken off. The device's shaft has scratches and marks. The root cause of the reported failure mode is undetermined. However, the most probable cause is applying excessive force while grasping and manipulating tissue, or when applying excessive leveraging forces.